Event description:
It was reported that during ukr case, started burring with speed guard on in exposure mode. Swapped over early to correct mode during the anterior burring of uni prosthesis. Model showed more burring than the actual completed. Flipped to planning screen to move femoral component .5 mm inside to refresh model needing refine, however handpiece did not resect any additional bone. Surgeon then added 1.5 mm more reception to get desired depth. Originally planned 3° varus but with issue and additional burring planned alignment changed to 5°.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case screenshots and log files were returned for investigation. DHR review found that the software version (rc-5205) has been validated. A complaint history review found similar report, this issue will continue to be monitored. The surgical technique guide released at the time of the complaint provides information on the speed control and exposure control modes. This failure is an identified failure mode within the risk file. The customer reported that the system started burring with speed guard on in exposure mode. The visual investigation of the logs found that: the field report showed when burring at first, the speed guard was on the handpiece in exposure mode. Exposure mode adjusts the bur's exposure with respect to a guard. Therefore, if the incorrect guard is on the handpiece, such as the speed guard which is shorter than the exposure guard, there is nothing stopping the bur from cutting the bone where it is not meant to and can result in an overcut. In the future, if the user catches themselves using the wrong guard for the control mode they are in, and the surgeon is okay with manipulating the plan, it will be recommended to the reporter to manipulate the component in planning to update the bone model in cut mode. Then, the user needs to refine the model so that the system understands how much bone is physically present and where. The probable cause of the issue was user error. A relationship between the device and the reported event not could be established.